Manufacturer narrative:
Updates to the complainant e-mail: (B)(6). A manufacturing investigation action was conducted/performed. The report indicates that the: received parts: 1 x 314.030 / scrdrivershaft-hex-small ø2.5 / lotnumber 3416383 as received condition: 314.030 - the hex of the screwdriver shaft is strongly bent. The investigation has shown that the hex of the screwdriver shaft is strongly bent. The review of the device history record showed that there were no issues during the manufacturing of the product that would contribute to this complaint condition. The measured hardness was according to specification). The review of the production history revealed that this device was manufactured in april 2010 according to the specifications. All parts of this lot were found to be conforming at the final inspection. A function test was performed per 100 % before these instruments leave the facility. No ncr¿s were generated during production of work order (B)(4) for the material 60003634 ((B)(4) pcs.) And work order 7339026 ((B)(4) pcs) which is related to the finish good product part number 314.030 / lot number 3416383. Because of the damage the relevant dimensions cannot be checked for dimensional accuracy. Based on the returned condition of the device, it is likely that an overload situation has caused the twisting and bent. Updates to the complainant phone number: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital address not available for reporting. Hospital telephone: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Manufacturing site: (B)(4). Manufacturing date: 23. Apr. 2010. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a left humerus fracture surgery performed with the elbow equipment on (B)(6) 2017, the quick coupling for kirschner wires(k-wire) was stuck, causing the kirschner needles to not be inserted with the drill. Also the tips of the two (2) screwdriver shafts are worn/dull, causing the screws to not be tightened correctly. The issue with the k-wire is addressed in synthes (B)(4). This report addresses the issue with the screwdriver shafts. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity unknown). This report is for one (1) small hexagonal screwdriver shaft. This is report 1 of 2 for (B)(4).